Event description:
The recipient is reportedly a poor performer. The recipient has experienced two cerebellar strokes, which may be contributing to the poor performance. The clinic does not believe the strokes are device related. Revision surgery will be scheduled.

Manufacturer narrative:
Additional information. Advanced bionics considers the investigation into this reportable event as closed. The recipient will not be explanted at this time. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.